Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit. The customer changed the battery and the issue persisted. The blood glucose reading was 222 mg/dl. No damage was found at the top of the battery chamber. The insulin pump had also alarmed 4 times for a failed battery test. The customer was advised to insert a new battery and the insulin pump did not alarm. The battery compartment and spring were not damaged or corroded and the battery cap contacts were not missing or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor also, unable to perform prime test and no delivery test due to motor error alarm. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. No unexpected failed battery test alarm, battery out limit alarm, bad battery alarm noted. The insulin pump was monitored and had no time anomaly, battery icons anomaly noted. The insulin pump had minor scratched display window.